Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - unknown head, unknown shell, unknown stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the liner would not seat in the shell. A delay of less than 15 minutes was reported.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows damage to the liner from attempted implantation and removal confirming the complaint. No dimensional analysis was done due to this damage. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: lot number.